Event description:
It was reported by the customer that when using the bd pyxis¿ medbank tower, the medication was not shown up in the cabinet. The customer reported that a malfunction took place when the user tried to dispense medication to the patient. However, there were no delay or adverse events or injuries reported based on this event

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 29-apr-2019 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the medication was not shown up in the cabinet. A technical support specialist (tss) guided the customer through the process of de-assigning and reassigning the medication without using a barcode. The tss ensured that the steps were followed correctly and confirmed that the task was completed successfully. The system functioned as intended after the technical support specialist resolved the issue